Event description:
A customer reported a potential patient data mixup when using a cx50 ultrasound system. The device was in clinical use. No patient or user was harmed. Philips has started an investigation of this complaint.

Manufacturer narrative:
A thorough investigation was performed, including analysis of logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible, no fault was found.

Event description:
A customer reported a potential patient data mixup when using a cx50 ultrasound system. The device was in clinical use. No patient or user was harmed.